Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that there were several confirmed motor stalls and motor stall recoveries recorded in the event logs. The reporter noted being told that the patient had been hearing alarming from the pump. It was noted that elective replacement indicator (eri) was in approximately 30 months. It was believed the drug in the pump was compounded fentanyl. Review of the pump logs showed the first stall occurred on (B)(6) 2013, and there were several stalls that had occurred since that time. It was noted that the patient did not say they were symptomatic. It was also reported that a roller study was to be performed on (B)(6) 2013. The patient reported that the pump was still alarming. The pump system was being used to deliver fentanyl. It was later reported that the health care provider (hcp) noted the patient was doing ¿fine¿, and there were no additional alarms at that time. It was further reported that no troubleshooting was performed. The hcp reprogrammed the pump and the patient reported that they were ¿doing great¿.